Event description:
Caller reported a malfunction on pump with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted customer in resetting pump, and the malfunction code did not recur. Customer was instructed to call back if issue reappeared and continued using pump.